Event description:
It was reported that resistance was encountered when the catheter was advanced over the spring wire guide. The catheter and spring wire guide were removed as a unit, and a second intra-aortic balloon was successfuly inserted. There were no pt complications.